Manufacturer narrative:
Correction to (lot code). The reported event that cannulated low compression screw autofix ø2.0 x 14mm was alleged of 'breakage during surgery' could be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection revealed the failure mode is confirmed: the screw is broken on the distal tip. However, broken surfaces do not allow to identify a breakage mode nor the root cause since surfaces were polished after breakage. Some of the possible causes are (but not limited to): the screw entered in collision with another device during insertion. Two screws were put in contact. Their collision led to implant breakage. Over torque was applied during screw tightening. Hard bone. Deviation from operative technique. The integrity of the screw had not been verified prior to use. The screw has been used more than once. Previous stresses created non visible damages which led to implant breakage during surgery. The package of the screw was damaged and the device has been used anyway. The damage of the package compromised the implant integrity and led to implant breakage during surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Labeling review and no anomalies were found. The operative technique (aut-st-1_en_autofix_2.0-2.5_surgical_technique_2015-5509) was reviewed and no anomalies were found. The instruction for use (v15129 rev b autofix cannulated screw implant IFU ot-IFU-60 rev 1) was reviewed and no anomalies were found. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Distributor in (B)(4) reported that "while insertion, the screw up is broken. This was noticed because the screw is not able to be inserted. The broken screw was removed and replaced with a new one. Case was a primary surgery of correction of hallus vagus.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
Distributor in (B)(6) reported that "while insertion, the screw up is broken. This was noticed because the screw is not able to be inserted. The broken screw was removed and replaced with a new one. Case was a primary surgery of correction of hallus vagus.